Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. Dräger was unable to obtain further information beyond the details transmitted within the user facility report. This does not allow a case-specific evaluation; only a general assessment can be made which is based on an interpretation of the few known unspecific facts. The particular ventilator model is equipped with a back-up battery that serves as a fail safe-mechanism if mains power gets lost for whatever reason. When an issue with the device-internal power supply occurs, operation will be continued on battery power and, the device will post a corresponding alarm to alert the user about the restriction. It can be derived from the ufr that this has worked as intended. With a fully charged internal battery in good condition, the minimum runtime is specified at 45 minutes. From the aspect in the ufr that a complete shut-down occurred two hours after the mains power loss alarm, it can be concluded that the minimum runtime was well ensured. The charging state of the battery is being displayed continuously and, the device will post dedicated alarms if the residual capacity underruns 20% and 10%, respectively. It is not known if the user simply did not respond to these alarms or which other circumstances led to the device shutdown. Further conclusions cannot be derived from the available information, it is recommended to have the device checked by trained service personnel. Age of the device is unknown to dräger since no s/n information was transmitted and, status of preventive maintenance and repairs is also not clear tot he manufacturer since the unit is not under a service contract.

Event description:
It was reported that the device posted an alarm during use indicating a deviation with the internal power supply. It was further reported that the unit shut down two hours later. There was no detail in the report which would reasonbly suggest that patient consequences may have occurred.